Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: during investigation, the pump was returned and powered up with audible and vibratory alarms to a blank display. A test display was used, and did not function. The alarm history was reviewed and 052 and 054 errors were recorded in the history. The end user code was attempted to be loaded into the u17 (slave processor), and it would not accept the download. The u17 slave processor was determined to be the source of failure. The pump was disassembled and no evidence of failure causality was observed.